Manufacturer narrative:
The customer stated that waste fluid was leaking from the waste canister onto floor, giving flood in primary vacuum accumulator switch 22 message, and the waste b sump was not draining. The customer powered down and rebooted the instrument, resetting all the valves in the process. The di water that had entered the air line was purged via the air regulators to the hydro tray. The customer resumed operation without further problems. Customer resolved the issue.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to a fluid leak on unicel dxc 600 pro synchron clinical system. No injury was reported and there was no exposure to uncovered wounds or mucous membranes.